Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) delivered various inappropriate shocks due to under sensing of atrial fibrillation (af) with rapid ventricular response (rvr) showing low amplitude. Available therapy was exhausted during delivery. Also, a shock fault was observed with reverse polarity at the last shock. The shock impedance plot shows a gradual increase in measurements. At this point the values are high, out of range. For the under sensing, adjustments to right atrial channel sensitivity and other algorithm changes were recommended. For the shock fault, it was recommended to replace the lead. The rv lead and the ICD remain in service at this time. No additional adverse patient effects were reported.